Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported that he pressed the button to fire the insertion device, but it did not release the infusion set. He stated that later in the day it released while he was looking at the device. The patient stated that the infusion set hit him in his eye glasses. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The device were optically and technically controlled and passed all the tests.